Manufacturer narrative:
This report is submitted on 19 february 2020.

Event description:
Per the clinic, the patient experienced pain and infection at abutment site and subsequently the abutment was removed on (B)(6) 2019.